Manufacturer narrative:
(B)(4). The device is currently in the process of being returned for evaluation at baxter facility. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a malfunction of "hole in the main display". The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version of this device is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "hole on display" was confirmed during event history log review. The cause of the reported condition was missing or discolored multiple pixels on the main display. The main display was replaced to fix the reported condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.